Event description:
Pt was hospitalized for a systemic pseudomonas infection following a prostate biopsy (dates not specified). The pt presented with a fever and was treated with intravenous antibiotics. The culture from the needle guide was positive for pseudomonas which reportedly matched the strain cultured from the pt. During the time of the event, the facility experienced a disruption in the tap water supply used to rinse the needle guide after it was disinfected with cidex opa.